Manufacturer narrative:
J. Liu, g. Brumberg, r. Rattan, et al., longitudinal follow-up of implantable cardioverter defibrillator leads, am. J. Cardiol. 113 (1) (2014) 103-106. (B)(4).

Event description:
It was reported via article of interest literature review that the authors investigated the overall implantable cardioverter defibrillator (ICD) lead survival rate of lead models from three major manufacturers implanted at the hospitals of the (B)(6) medical center. All patients receiving a medtronic, boston scientific, or st. Jude medical transvenous ICD lead at the (B)(6) medical center from(B)(6) 2000 to (B)(6) 2012 were included. A total of 5,288 patients, including 2,190 reliance (models 0185 and 0158) (boston scientific, natick, massachusetts), were involved. Functional leads that were replaced included sixty-two reliance. Leads replaced for electrical failure included twenty-six reliance. Of the twenty-six reliance leads, thirteen exhibited sensing/noise failure, six exhibited high thresholds, four exhibited perforation/dislodgements, three exhibited high-voltage failure. No additional adverse patient effects were reported.